Manufacturer narrative:
The customer reported blistering occured 12 hours post treatment. The client sought treatment and medical advice for the burns and has been getting blisters dressed regularly by hospital. The laser was evaluated by a field service engineer and found to be working within candela's specification. During clinical evaluation, it was determined that no cryogen was use during this medical procedure because dcd was "off". Clinic was using air-cooling for this patient treatment. The clinical recommendation was to use dcd for this type of treatment, as recommended per product treatment guidelines.

Event description:
On (B)(6) 2017 (B)(6) reported situation where patient received laser treatment and responded with blisters in treatment area.